Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient death occurred on (B)(6) 2018 and use of the device may have been a factor as staff had suspended alarms but had not responded to the patient.

Manufacturer narrative:
No device malfunction occurred. The logs were provided and reviewed by quality. The logs indicate that on (B)(6)18 between 00:17 to 01:00, the alarms were suspended several times for box 6. Per the case notes, the customer indicated that they realize that the central station, as well as the monitor, emitted alarm sounds, but they were apparently acknowledged without the department taking any other action. The customer does not blame the equipment. This is considered a user alarm handling issue.: patient information requested, not available from customer.